Manufacturer narrative:
Thv/tvt registry. Per the instructions for use (IFU), valve malposition requiring intervention and migration are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest patient factors (the native aortic annulus, leaflets and aortic root were not calcified) contributed to the malposition and subsequent migration of the valve. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral procedure the 26 mm sapien 3 valve in the aortic position, the valve was deployed too low using 23 cc + 4 ccs of volume in the commander delivery system balloon. There was a risk of embolization of the valve and a decision was made to pull the valve back into position by "grabbing" it with a bioptome catheter. A post dilation was performed using 23 cc + 4 cc to inflate the balloon in order to secure the valve in place. The valve was in good position at 90:10 aortic/ventricular. The patient was stable and remains in the hospital. The device remains implanted in the patient and was therefore not returned to edwards lifesciences for evaluation. The coaxial alignment of the delivery system and the image intensifier angle were noted as good. There was no loss of pacing capture during valve deployment. This is a (B)(6) female who had an ef of 30% with a history of postpartum, aortic insufficiency, cardiogenic shock and endocarditis. The annulus diameter measured 24 mm by echo, the native annulus, leaflets and aortic root were not calcified. However, the planned aortic valve replacement was performed as a "bridge" to recovery of multi-organ failure.